Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) /2024. On 09/25/2024, the patient reported that on 09/18/2024, they experienced a detached sensor wire which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. Upon sensor pod removal, the patient alleged that the sensor wire may have detached from the sensor pod and remained in the skin. The patient developed inflammation, hardness, and an infection in the area. On (B)(6) 2024, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin 500 mg, one tablet four times per day) for the infection. The physician declined to lance the skin to verify if the wire was retained under the skin since the patient is a diabetic. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.